Event description:
This rv lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2017. A call was placed to technical service on (B)(6) 2017 stating that the technical service has reviewed the electrocardiogram in la tnxt and appears to have noise on the rv pace/sense channel. The noise is not sensed so there isn't any inhibition. Technical services also states to determine what the patient was doing during this transmission. Then later, there is noise on the shock channel. Technical services states to consider to bring the patient and perform isometrics and pocket manipulation. A procedure form received on (B)(6) 2017 stating that noted noise and oversensing. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).